Event description:
It was reported that insulin pump piston malfunctioned customer attempted several bolus delivery and piston did not move. It was also reported that insulin pump had cracks at battery compartment. No further information provided.

Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Multiple boluses were program and delivered. No bolus anomaly was noted. Unit received with intermittent button response during testing due to corroded keypad traces. Unit also received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).